Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, scar tissue and migration. The instructions-for-use supplied with the device lists hernia recurrence and migration as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2003: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1) and an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device #1) the patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2003 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿there was a large broad-based fatty bulge just medial to the cord. The direct hernia was imbricated using sutures. A sheet of bard flat mesh (device #1) was tailored to fit the floor of hesselbach's triangle. The mesh was anchored at the pubic tubercle along the shelving edge of the inguinal ligament using sutures.¿ (B)(6)2010 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there was a lot of scars from previous surgery. There was a small recurrent direct hernia at the medial part of the inguinal floor where the mesh had pulled up. This hernia defect was dissected out and then a medium sized perfix plug (device #2) was placed in the hernia defect and sewn to the surrounding fascia using sutures. The onlay mesh patch had the tails wrapped around the cord and sewn together using sutures.¿ attorney alleged that the patient had hernia recurrence. It is also alleged that the mesh had pulled up, resulting in recurrence and removal of initial mesh.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1) and an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device #1) the patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."